Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this device reportedly passed away. The death was of a sudden nature. The patient was in the hospital as a visitor of her husband and suddenly dropped to the floor and died. Cardiopulmonary resuscitation was administered, as well as external shocks; however, both efforts ineffective. Data was later collected and sent to technical services (ts) for a performance review. The ts evaluation confirmed the patient was in vf and had been from the beginning of the episode. The device undersensed the vast majority of vf beats, as the amplitude of the vf beats were quite low, some below 0.6 mv. Because of the inappropriate sensing, the device paces in the right ventricle, causing the vf detection to become even more challenging. In spite of the undersensing noted, the detection criteria are eventually satisfied in the vf zone and the device delivers quick convert atp. Atp therapy was ineffective and device initiated charging. Ts stated that system sensing was improved post atp and the device proceeds with shock delivery. The delivered shock changes the amplitude of the vf in the rv channel. The rv channel shows a very fine signal in the background (barely observable), while shock channel shows a polymorphic-vt / ventricular fibrillation. These are extensively undersensed and the device delivers pacing in both ra and rv channel. The field later reported problems on both leads. The atrial lead had been exhibiting an absence of sensed activity with very low r- wave signals. Additionally, threshold values on both leads were high. It was stated that something of an unknown nature, likely happened in (B)(6) 2018, at which time a sharp amplitude decrease on both leads was exhibited, followed by system impedance fluctuations. Ts stated these changes could be medication or patient condition related or outcome post a surgical procedure. During the autopsy, no attention to lead positioning was noted and neither lead was extracted. The associated device was later returned for analysis.

Manufacturer narrative:
Following completion of laboratory analysis, another report will be filed.

Event description:
It was reported that the patient with this device reportedly passed away. The death was of a sudden nature. The patient was in the hospital as a visitor of her husband and suddenly dropped to the floor and died. Cardiopulmonary resuscitation was administered, as well as external shocks; however, both efforts ineffective. Data was later collected and sent to technical services (ts) for a performance review. The ts evaluation confirmed the patient was in vf and had been from the beginning of the episode. The device undersensed the vast majority of vf beats, as the amplitude of the vf beats were quite low, some below 0.6 mv. Because of the inappropriate sensing, the device paces in the right ventricle, causing the vf detection to become even more challenging. In spite of the undersensing noted, the detection criteria are eventually satisfied in the vf zone and the device delivers quick convert atp. Atp therapy was ineffective and device initiated charging. Ts stated that system sensing was improved post atp and the device proceeds with shock delivery. The delivered shock changes the amplitude of the vf in the rv channel. The rv channel shows a very fine signal in the background (barely observable), while shock channel shows a polymorphic-vt / ventricular fibrillation. These are extensively undersensed and the device delivers pacing in both ra and rv channel. The field later reported problems on both leads. The atrial lead had been exhibiting an absence of sensed activity with very low r- wave signals. Additionally, threshold values on both leads were high. It was stated that something of an unknown nature, likely happened in (B)(6) of 2018, at which time a sharp amplitude decrease on both leads was exhibited, followed by system impedance fluctuations. Ts stated these changes could be medication or patient condition related or outcome post a surgical procedure. During the autopsy, no attention to lead positioning was noted and neither lead was extracted. The associated device is expected to be returned for analysis.